Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump keypad was observed to be intact however the ¿ok¿ button symbol was found to be worn. During testing, the contrast button was found to be intermittently responding to presses; the contrast button has no impact on the pump¿s insulin delivery function. The keypad was removed and contamination was observed under all of the keypad button contacts. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that contamination was present under the button contacts of the pump keypad. This report is made based on the results of evaluation completed on (B)(4) 2014.